Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, the device misfired. They replaced with a new device to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the first product noted the timing was disengaged and a tack was protruding. Additionally, the trigger was jammed. Visual inspection of the second product noted the timing was disengaged. Additionally, the trigger was jammed. Functionally, for both devices the trigger was actuated after disassembling the body from the tube. Tacks were jammed in the tube and did not deploy due to the timing disruption. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition is caused by an instrument that has been exposed to excessive force while applying helixes to a surface. If a helix is fired over improper surfaces it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing and to a possible jam. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.